Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcers are known complications of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during an upper gastrointestinal endoscopy due to nausea and loss of appetite, the patient had mucosal ulceration in d2 that was along the jejunal extension route. The j tube was removed and the patient was treated with omeprazole twice a day and sulcralfate 3 times a day.